Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the two devices fired malformed clips. Another device was used to complete the procedure. There was no adverse consequence to the pt. The two devices involved and two devices of the same lot will be returned.